Event description:
A physician used this product during a procedure knowing that the product was expired. There was no pt injury. The pt is in good condition. The product will not be returned for evaluation and testing. Please note that this device is distributed outside the united states; however,it is similar to the united states product.